Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2022, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 had failed and was not detected on the bus. A field service engineer replaced the drawer board due to intermittent pocket failure issues on auxiliary 4.1. It was noted that the customer had recently serviced the unit by cleaning the drawer and reseating connections. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.1 was showing bus error message. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.